Manufacturer narrative:
H4: device manufactured on august 11, 2022- august 12, 2022. H10: the device was received for evaluation containing no fluid in the bladder. A functional leak test was performed on the sample by filling the bladder with green color water. After fill, droplets of green color water were observed coming out on a segment of the tubing line; due to a surface cut on the tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The leak was noticed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.